Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl; cause was not known. Correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and the pump basal setting was found to be incorrect. Contact reported that the setting was incorrectly entered by the user (use error). Reportedly, contact corrected the basal setting.